Manufacturer narrative:
The device manufacture date was inadvertently given as 06/08/2017 instead of 06/08/2007.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed; top cover and encoder cover were cracked. Load plate cover had holes. Battery compartment screws were loose and patient head restraint were broken. The autopulse platform is a reusable device and was manufactured on 06/28/2007. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device. The top cover for the head restrain wire was replaced. A review of the archive was performed based on the information reviewed, user advisory(ua) 2 - compression tracking error occurred on the first compression and user advisory(ua) 7 - discrepancy between load1 and load2 too large were noticed. Functional testing was performed and device passed the test without any fault or error reported. In summary the customer's reported complaint was confirmed. The reported ua 7 occurs when the load sensing system detects a weight/load imbalance between the two load cells due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. The reported ua 2 occurs when the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), and the load sensors do not see the expected increase in load due to false take-up. It can also be seen if the lifeband has been opened during active operation or one side of the lifeband is twisted and became jammed in the roller/skirt area. Both of the faults are clearable, the user was able to re-start to clear the fault and the use of the device was continued. A drive train motor brake gap inspection was performed, the brake gap was noted to be out of specification. The drive train motor and clutch plate were replaced in order to continue with other required test and was not related to reported event. During the run-in (functional) test, the autopulse kept failing with fault 27 - encoder fault detected. The encoder was also require to be replaced. Fault 27 and motor brake gap out of specification are unrelated to the customer complaint. Load cell characterization testing was performed, and the data and graph confirmed both load cell modules are functioning within the specification. After replacing all the defective parts, a functional test was performed using the 95% patient large resuscitation test fixture (lrtf) with known good batteries with no fault or error. Additionally, survival rates in a cardiac arrest patient with asystole are extremely low. Autopulse is adjunct to manual CPR. In case of stoppage of autopulse the user reverts to manual CPR. If an autopulse unexpectedly stops compressions, it is not likely to cause or contribute to a patient death or serious injury.

Event description:
It was reported that on (B)(6) 2016, a patient lost consciousness and collapsed while at work. Bystander CPR immediately began and continued on for an unspecified time. Approximately 8 minutes after the event occurred emergency medical services (ems) was contacted and a medical emergency helicopter was dispatched. Approximately 17 minutes after the reported event occurred, the responding emergency unit arrived on the scene and performed manual CPR and 13 minutes later, the emergency helicopter (with a medical doctor) arrived. The medical doctor performed an endotracheal intubation, administered adrenaline, and then started the autopulse platform. Upon powering on the autopulse platform, it was reported that the device displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). At an unspecified time afterwards, the medical doctor switched to manual CPR until arrival at the hospital via helicopter. At the hospital, it was reported that the physician restarted the autopulse platform; however, obtained a ua 2 error message (compression tracking error). The physician immediately continued with manual CPR. The patient was transferred to the emergency staff. According to documentation, the patient expired on an unspecified date. The health care team determined the cause of death to be heart related; with no relation to the autopulse platform. The site technical services inspected the device and observed the shaft on the autopulse platform was immobilized and could not rotate. The age of patient was 64 year and actual weight of patient was unknown(the patient was of average height and weight).